Event description:
The manufacturer received information alleging a ventilator malfunction occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint of data was not being saved in the device main body was observed. It was confirmed that the therapy data had not been saved for a period of time even though the device had operated. The device's pca and display pca, which were the control board, was replaced to address the issue.